Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: during left partial knee replacement surgery, the tip of a 3.2x140mm bone pin broke off and embedded in patient as surgeon attempted to remove the entire pin. Device evaluation and results: visual inspection showed failure in torsion through the threads just above the flutes. Device history review: review of the device history records (see attachment 1) for the associated lot indicated (B)(4) devices ((B)(4) non-sterile bone pin, single) were manufactured and shipped to (B)(4) on 05/15/2015 and accepted into final stock on 05/15/2015 per erp. A review of complaints in trackwise and catsweb related to p/n (B)(4), lot number w39912-1 shows no complaints related to the failure in this investigation. Tracking of complaints related to the (B)(4) part number will be tracked through quarterly trend request (B)(4). Conclusions: visual inspection confirmed failure of the bone pin. As part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did not use the drill guide during placement of both bone pins. Due to the non-use of a drill guide as required per makoplasty partial knee application user guide, (B)(4) revision 01 for placement of bone pins, this event constitutes an off-label use of the device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the tip of the bone pin broke off in the patient's tibia. The surgeon decided to leave the tip of the bone pin in the patient's tibia. The outcome of the case was successful.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the tip of the bone pin broke off in the patient's tibia. The surgeon decided to leave the tip of the bone pin in the patient's tibia. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.